Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was unable to review. During the functional testing, the customer reported issue of "error 46011 and 41786" was confirmed. Found both error codes relate to the coin battery on printed wired assembly (pwa). Replaced pwa to correct the issue. Customer complaint of "the battery drops really quick" could not be confirmed. The software was updated and the unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
It was reported that the unit appears with a red screen and error codes 46011 and 41786 and in addition the battery drops really quick. The event had occurred during startup. There was no patient involvement.